Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 1. The technical service representative (tsr) assisted the home patient (hp). The hp stated she disconnected and then reconnected. The tsr advised the hp she should not connect herself once the hc has alarmed with system error 2240. The tsr advised the hp that air has entered the setup. The tsr advised the hp that therapy has ended and the hp will need to start over with new supplies. The tsr advised the hp to notify the nurse about the alarm and that she reconnected. Product surveillance contacted the patient's nurse on (B)(6) 2011. According to the patient's nurse she was aware of the event as the patient notified her a couple of days after the event during clinic visit. The nurse spoke with the patient regarding the user error. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).